Manufacturer narrative:
A partial lead with the distal tip measuring 44.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that lead also exhibited noise in 2016.

Event description:
It was reported that the right ventricular lead was suspected to have lead fracture. The lead was capped and replaced. No further information was available.